Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back, or dislodged, into the coronary sinus following implant and was explanted and replaced. No patient complications have been reported as a result of this event.